Manufacturer narrative:
Product analysis of qc-8-30-3 ,lot# a964905 the axium implant pushwire was returned without introducer sheath. The pushwire was found to be kinked at ~41.6cm, bent at ~43.1cm and broken at ~143.8cm from proximal end. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The coin, lumen stop, retainer ring, shield coil and implant coil were not returned. No other anomalies were observed. Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium was returned without the implant coil; however, root cause could not be determined. Since the implant coil and included detach element were not returned for analysis, any contributing factors could not be determined. Possible causes for premature detachment are tortuous anatomy, pusher rotation and the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The device will be retained per the dpqa163. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil prematurely detached inside the microcatheter. The detached coil was removed from the patient inside of the microcatheter. A new coil was used with the same microcatheter to complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 8mm x 4.7mm located in the right anterior communicating artery (acom). The patient¿s blood flow was normal, and the vasculature was normal in tortuosity. There are no images for review. There was no friction or difficulty during delivery and the physician did not reposition the coil nor attempt to detach the coil. The delivery pusher was not rotated and continuous flush was administered during the procedure.

Manufacturer narrative:
The micro catheter used during the event was not returned. In addition, the model and lot number were not provided; therefore, compatibility could not be assessed. The axium implant pushwire was returned without introducer sheath. The pushwire was found to be kinked at ~41.6cm, bent at ~43.1cm and broken at ~143.8cm from proximal end. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The coin, lumen stop, retainer ring, shield coil and implant coil were not returned. No other anomalies were observed. Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium was returned without the implant coil missing; however, root cause could not be determined. Since the implant coil and included detach element were not returned for analysis, any contributing factors could not be de termined. Possible causes for premature detachment are tortuous anatomy, pusher rotation and the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.